Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempts were made to obtain thorough event information during complaint processing; the physician commented that there was no health impact on the patient and she had already discharged from the hospital. The coil wire of the returned guidewire was elongated from the proximal solder (160 mm from the tip) to approximately 120 mm from the tip. Along with the coil elongation, the polymer jacket was ruptured. At approximately 150 mm from the proximal solder, the core fracture was observed. When the core fracture site was observed under a microscope, it revealed that the core was twisted with a longitudinally split. These findings are typically seen on a fractured wire where focal torsion is applied when the wire is bent. The coil wire and the inner coil wire were removed to observe the core wire fracture site. A ball tip remained on the distal end of the coil wire and there was no fracture found on the coil wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above findings, it is concluded that focally accumulated rotational force exceeding the product's design limit was inadvertently applied to the guidewire while its distal tip was trapped by the lesion. The coil wire elongation was presumed to be occurred along the removal of the guidewire. There was no indication of product deficiency. The IFU states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during pci to treat a moderately calcified cto lesion in the rca #2, an asahi guidewire was used in combination with an asahi catheter. When the catheter was pulled to be removed from the anatomy, the guidewire was also pulled back. The physician checked the position of the guidewire tip and noticed elongation of the coils of the guidewire. Both the catheter and the guidewire were removed from the anatomy. Pci was resumed and blood flow was reestablished. No additional procedure was done against this malfunction.